Event description:
Caller reported an ongoing issue related to updating the pump time and personal settings since receiving the device. There was no adverse impact to the customer¿s blood glucose level, as readings remained within the normal range. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy exceeded five minutes again. The caller understood the guidance and acknowledged that the pump was not currently with them, planning to call back if the issue persisted.